Event description:
The facility's materials manager reported an infusion pump with a free flow condition found during patient use. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.